Event description:
It was reported that the unit stopped communicating with the device; the device would not deliver energy. No pt injury reported.

Manufacturer narrative:
At the time of this report, the unit had not been returned for investigation. Therefore, the reported complaint could not be verified. As add'l info becomes available, a follow-up report will be submitted.